Manufacturer narrative:
UDI number: (B)(4). The valve has not been returned for evaluation. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the prosthetic valve thrombosis cannot be confirmed. However, investigation results suggest that patient factors (history of deep vein thrombosis, ckd stage iii) may have contributed to this event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Per the territory manager, this patient had a 23mm sapien 3 (s3) valve implanted in the aortic annulus. Approximately 5 months post tavr procedure, an explant and avr procedure was performed. Per medical records review, early post tavr the patient was noted to have some increased gradients across the s3 valve which responded well to anticoagulation. The 30-day follow up visit tte reported aortic gradient of 14 mmhg. At the 1-year follow up tte reported the s3 valve well-seated with trivial amount of pvl and mean gradient of 22 mmhg. The patient was reported to be ¿actually doing clinically quite well at that point¿. However, over the following months the patient became progressively more dyspneic and reported having some episodes of severe dizziness resulting in partial falls. Upon evaluation, a cardiac catheterization with pci was performed to a pre-existing coronary stent with good results, which partially improved the cardiac function and symptoms. At that time the aortic gradient measured 35 mmhg (unknown if it was mean gradient or peak gradient). The tee done demonstrated leaflet thrombosis of the s3 valve with aortic mean gradient of 50 mmhg and mild to moderate perivalvular leak. There was preserved left ventricular systolic function. Upon further evaluation of the patient¿s comorbidities and given that the prosthetic valve dysfunction rendered the patient very symptomatic with progressive worsening in functional status, it was decided to proceed with surgical replacement of the aortic valve. The s3 valve was explanted and successfully replaced with a 23mm ew intuity valve. Per the explant operative report, when accessing the pericardium, the surgeon found evidence of previous endocarditis with widespread dense pericardial adhesions. Post procedure, the patient condition was stable and improving post procedure and the patient was discharged to a skilled nursing facility for rehabilitation.